Event description:
Allegedly, mom. Head was pulled and stryker dual mobility liner was used with our metal +7mm 28mm head (left hip). The cup was not revised but captured as a complaint due to mom allegations. Other items not revised: profemur raz stem pyrd0008 lot 036284376. Profemur modular neck pha01252 lot 076363593.